Event description:
It was reported on 03 september 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a hypercontractile appendage and a baseline trace circumferential pericardial effusion. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was 269 seconds. The patient's left atrial pressure was 13mmhg. Thirteen thousand units of heparin were administered. During the procedure the occluder was removed from the patient and sized up to a 28mm amplatzer amulet left atrial appendage occluder after fluid was given and the laa widened. The patient had heavy pectinate that prevented the device from properly orientating. During implant there was difficulty seating the second occluder. The second occluder was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The third occluder was partially re-captured twice. The occluder was released from the delivery cable. Post-deployment the pericardial effusion grew from around the laa to around the heart. The patient's systolic pressure dropped to 117. A pericardiocentesis was performed, and 1000ml of fluid was drained. Protamine was administered. A drain was left in, and the patient was admitted for overnight monitoring. The patient status was stable. The user believed the end screw was pushed too far and caused the pericardial effusion to worsen.

Manufacturer narrative:
An event of circumferential pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion appears to be related to procedural complication. However, the cause of the perforation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was preformed and a drainage was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a hypercontractile appendage and a baseline trace circumferential pericardial effusion. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was 269 seconds. The patient's left atrial pressure was 13mmhg. Thirteen thousand units of heparin were administered. During the procedure the occluder was removed from the patient and sized up to a 28mm amplatzer amulet left atrial appendage occluder after fluid was given and the laa widened. The patient had heavy pectinate that prevented the device from properly orientating. During implant there was difficulty seating the second occluder. The second occluder was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The third occluder was partially re-captured twice. The occluder was released from the delivery cable. Post-deployment the pericardial effusion grew from around the laa to around the heart. The patient's systolic pressure dropped to 117. A pericardiocentesis was performed, and 1000ml of fluid was drained. Protamine was administered. A drain was left in, and the patient was admitted for overnight monitoring. The patient status was stable. The user believed the end screw was pushed too far and caused the pericardial effusion to worsen.